Event description:
It was reported that a user believed their glucose was low, performed a fingerstick with a result of 94 mg/dl, treated with approximately half a can of juice, and was advised to monitor the ilet for updated readings; the device-related issue and component involvement were not established due to insufficient information. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.